Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling tool side was loose on the battery oscillator handpiece device. It was noted that the blade coupling pin was broken on the device. It was further noted that the device failed pre-repair diagnostic tests for the saw blade coupling. It was noted in the service order that the top nut came out when the device was opened for blade insertion. It was noted that the blade was not fully tight and vibrated during oscillation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.